Event description:
While being supported by lvad, the pt experienced symptoms of bleeding from the exit site of the driveline of the device. The device was subsequently explanted and the pt was not reimplanted with another device.